Event description:
Customer called to report a hospitalization due to hypoglycemia. The pump was disconnected by the doctor and the customer continued on manual injections. It was stated that extra insulin may have been given while already experiencing the hypoglycemia episode or the doctor speculated that the customer may have suffered a stroke due to the hypoglycemia. Customer was on insulin drip after which manual injections would begin.